Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm and a right internal iliac artery aneurysm using gore® excluder® aaa endoprosthesis. After the right internal iliac artery was embolized as intended, a trunk-ipsilateral leg component was deployed, and then the contralateral leg was deployed at left side. The final angiography imaging revealed the left internal iliac artery was unintentionally covered by the device but there was blood flow due to the distal type I endoleak. No further treatment was performed. The patient tolerated the procedure. No reintervention schedule was reported. The physician reported the treatment area was short and the trunk-ipsilateral leg component was deployed more than distal as intended resulting in the unintentional vessel coverage. The fsa reported that the treatment area was short and it needed to push up more than 2cm while deploying the contralateral leg component to place above the bifurcation of the iliac artery. So the device was deployed with push up forcefully, and the vessel might have pushed up together.